Event description:
It was reported that the patient received inappropriate shock due to possible lead or device issue. Strange signals in each eight channel were observed. The lead and device were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise event was confirmed in the laboratory. The root cause was determined to be an anomalous component in the hybride subassembly.